Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter states that the pump was "not running feed". The initial reporter also stated that they did not have any further information about the complaint. [Complaint-(B)(4)].

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and found no nonconformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump was "not running feed." The initial reporter also stated that they did not have any further information about the complaint. (B)(4).